Event description:
It was reported that the patient experienced inadequate stimulation. It was noted that one of the leads had high impedance. The patient underwent a revision wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18437619/18437619,